Manufacturer narrative:
(B)(4); date sent: 5/1/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 14418, and no related nonconformances were identified.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: would you be able to please share a copy of the images that showed no linx device was in the body? If available, please share a copy of this imaging. Please send to: (B)(4). What is the management plan for this patient? Did the patient have any surgeries in the area? Could a previous surgeon have explanted the device? If yes, what was the explant date? What was the surgeons name and contact information? Were there any signs that the beads/device eroded into the esophagus? Does the patient recall passing any beads or the device through the rectum? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient had a complaint about a linx device. The patient came in for gallstones. Upon doing images for the gallstones it was noticed that the linx device was not see. Further imaging shows the device was no where in the patients body. The device had not been explanted. The patient has barrett's and has had radio frequency ablation on their esophagus in the past. Dr. Stated that he assumes the device eroded and was passed through the patients body at some point but he does not know this for sure.